Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with replace battery now alarm. The blood glucose was unknown at the time of the incident. After troubleshooting of the replace battery now alarm, it was reported that, the customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was previously used. Customer advised to monitor the insulin pump and call back if issue persist.